Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. The customer stated they had received an image of the insulin pump with arrow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer alleged the insulin pump having a critical pump error/open book image. After battery installation, device received with a constant blank flashing white light on the display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify critical pump error due to display anomaly. Device was cut open to perform visual inspection found moisture damage on the pcb 2, 40 pin flexible printed circuit/lcd. No moisture damage on the battery connector, motor, vibrator and no cracked lcd controller during visual inspection. The original pcb2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the device was blank flashing white light on the display. The original pcb1 was removed and installed in a test pcba2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the unit display properly and no anomaly noted. Device had scratched case, cracked battery tube threads, cracked case corner of belt clip rails, broken belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, the device with a display anomaly due to moisture damage pcb 2, 40 pin flexible printed circuit/lcd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.